Event description:
It was reported that during a bypass procedure, the staple line would not fire. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the customer¿s account number? What is the customer¿s address? What is (B)(4) surname? What is the product code of the device? What is the quantity of product affected and being returned? Did the device deliver any staples?